Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a low sensor reading, as compared to reader's built-in meter. The customer had symptoms of nausea, dizziness, and difficulty breathing and reported to be unable to self-treat. A third-party treated customer with fiasp insulin. There was no report of death or permanent injury associated with this event. Readings comparisons of 'lo' (< 40 mg/dl) from sensor against built-in meter results of 180 mg/dl and 200 mg/dl were reported. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Event description:
A customer reported a low reading issue with the adc device. The customer reported a low sensor reading, as compared to reader's built-in meter. The customer had symptoms of nausea, dizziness, and difficulty breathing and reported to be unable to self-treat. A third-party treated customer with fiasp insulin. There was no report of death or permanent injury associated with this event. Readings comparisons of 'lo' (< 40 mg/dl) from sensor against built-in meter results of 180 mg/dl and 200 mg/dl were reported. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.